Manufacturer narrative:
Alleged failure: camera cable not recognized and image cut-off. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable is the cause of this issue. The cable has been upgraded to contain this issue in the future. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image was cut-off and that a replacement was used to complete the medical procedure. Therefore, there was partial image loss.

Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: image cut-off probable root cause: - improper tolerances of ch/coupler optics (e.g. Helical slot ring) - error in prism centering process - error in alignment of coupler optics the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image was cut-off and that a replacement was used to complete the medical procedure. Therefore, there was partial image loss.

Event description:
It was reported that the image was cut-off and that a replacement was used to complete the medical procedure. Therefore, there was partial image loss.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.